Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that secondary bleeding occurred eight days after a tonsillectomy where the device was used. The bleeding occurred from the right tonsil. The patient was admitted to hospital and observed overnight, but the issue resolved itself and no medical intervention was required. No issues had occurred during the original procedure, and other devices of the same type have been used successfully with the same generator.